Event description:
It was reported that the pump does not deliver the correct amount of fluid.

Manufacturer narrative:
Other text: b5: there has been no report of patient involvement and no report of patient injury. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was chipped out on both front corner of top case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Upgraded the device software. The cause of the reported problem was traced to customer incorrect syringe volume setup. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: model number; d5: operator of the device: unknown; e4: cust. Rep. To FDA: no info; h4: device manufacturing date; h6: event problem patient code.